Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The date of the event is unknown; however, the article was received for publication on april 18, 2016. Therefore, the received date was used as the occurrence date. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the author, the likely cause of the patient's myocardial infarction was ligation of the apical left anterior descending (lad) to distal right coronary artery (rca) epicardial collaterals as a result of pledgetted suturing. In addition, patient factors (coronary artery disease with triple vessel bypass) may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article ¿when we should say no to tavr¿defining the line between utility and futility¿, post implant of a 23mm sapien xt valve implanted in the aortic position via transapical approach, the patient sustained an acute myocardial injury from damage to the apical epicardial collateral circulation. The patient remained vasopressor dependent in the immediate post-op period and was transferred to intensive care. Post-op electrocardiogram revealed inferolateral and lateral subendocardial injury. Cardiac troponin-t peaked at 8.9 ng/ml. Repeat echocardiogram revealed new moderate area of inferior and inferolateral akinesis and worsened eccentric mitral regurgitation. With rapidly progressing renal failure and with no viable percutaneous option, cardiac catheterization and mechanical circulatory support were not performed. The patient was made comfort care based on family's wishes. Likely cause of the patient's infarction was ligation of the apical left anterior descending (lad) to distal right coronary artery (rca) epicardial collaterals as a result of pledgetted suturing and consequent myocardial infarction. The patient rapidly progressed to cardiogenic shock with worsening multiorgan failure and expired. Prior to the tavr procedure, coronary angiography revealed chronic total occlusions of right coronary (rca), left anterior descending (lad) and left circumflex arteries; left internal mammary graft to mid-lad was widely patent with distal lad providing robust epicardial collateral circulation (at the level of apex) to distal rca. Reference: khan za, aji j, soomro a, malik s, saeed w, sardar mr. When we should say no to tavr¿defining the line between utility and futility. Cardiovascular revascularization medicine. 2016 sep 1;17(6):424-7.